Event description:
Following information reported, the maxi move passive floor lift tilted during operation by 2 personal support workers (psw). The maxi move got caught up in the side frame of the bed and raised the entire lift off the floor several inches. When the lift slid off the bed frame landed on the psw's foot. As a consequence, the psw sustained slight red marks on the right small toes (non serious injury). This event occurred during preparation of the lift to transfer the patient.

Manufacturer narrative:
The device evaluation and testing performed by the field service technician did not reveal any device failure. During interview with the facility staff, it was determined that the way of product use contributed to the event. The upper cylinder caught on the side frame of bed and raised the entire lift off the floor. Then, the lift slid off the bed frame and landed on the psw's foot. The facility representative is aware of the cause of the lift tipping. It was discussed with director of care and safety and maintenance personnel during visit of arjo field service technician. The instructions for use for the maxi move passive floor lift (document number: (B)(4)) warns: - "before raising the mast make sure there is enough clearance above the maxi move to ensure the safety of the patient and the people around, and to avoid injuries." Arjo device failed to meet its performance specification since the maxi move floor lift tilted. The device was was not used to transfer the patient. The complaint decided to be reportable due to the allegation of the maxi move tilting.